Event description:
The complaint is reported as: "md was performing the procedure according to IFU. Md found a leak in the integral hemostasis valve. A new kit was opened and used, and there was no problem". The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The customer returned one multi-lumen percutaneous sheath introducer (psi) for analysis. Signs-of-use in the form of biological material was observed on the returned device. Neither the dilator nor the obturator were returned for analysis. Visual analysis of the returned psi did not reveal any defects or anomalies. The hemostasis valve and psi device was leak tested according to three different parameters per amrq-000037 rev 05. 1.) Low pressure leak resistance test: this states "when tested in accordance with iso 11070: annex e, using a test pressure of 38-42kpa (5.51-6.09psi), there shall be no leakage past the hemostasis valve." The psi was attached to the lab leak tester with the distal end of the sheath occluded and pressurized to 42kpa for 30sec. No leaks were detected from the hemostasis valve, which indicates that the valves are functional and intact. 2.) High pressure leak resistance test: this states, "when tested in accordance with iso 11070: annex e, using a test pressure of 300-320kpa (43.5-46.4psi), there shall be no leakage sufficient for form a falling drop." The psi was attached to the lab leak tester with the distal end of the sheath occluded and pressurized to 300kpa for 30sec. No leaks were detected from any portion of the psi, which indicates that the sheath assembly is intact. 3.) Liquid leakage - hemostasis valve with catheter advanced: the parameters from the low pressure leak resistance test were repeated with a lab inventory 7.5 fr swan-ganz catheter inserted into the sheath. The sheath was pressurized to 42 kpa for 30 sec and no leaks were observed from any portion of the device. The returned device passed all three functional leak tests performed; therefore, the customer reported issue could not be reproduced during lab testing. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use arrow obturator, either included with this product or sold separately, as dummy catheter with hemostasis valve assembly. This will ensure that leakage does not occur and inner seal is protected from contamination". The report of a leaking psi hemostasis valve could not be confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies with the sheath nor the valves. The returned psi was leak tested according to bs en iso 11070 with an obturator occluding the valve, without an obturator and with a lab inventory catheter advanced through the sheath. No leaks were observed during any of the leak testing performed. A device history record review was performed, and no relevant findings were identified. Based on the customer report and functional testing of the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. Md found a leak in the integral hemostasis valve. A new kit was opened and used, and there was no problem". The patient's condition was reported to be fine.